Event description:
Health professional reported a leak with a lap-band device and that the pt experienced dysphagia. "The surgeon was only able to withdraw about 0.06 cc of saline from the device, and reported that... Port must have some kinked tubing or other mechanical restriction to flow." The surgeon performed a "port revision and moved it to the left lateral aspect of the abdomen." The port remains implanted.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."